Manufacturer narrative:
A visual inspection was performed on the returned device. The reported contamination was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The device was returned with tip damage (observed tip peeling and stretching) that may have been identified as contamination by the account. Factors that may contribute to tip damage include but are not limited to damage during manufacturing, damage during removal of the protective sheath/stylet, handling during preparation/use, and/or interactions with accessory devices. It is possible that inadvertent mishandling during protective sheath/stylet removal resulted in the observed tip damage (peeling/stretching); however, this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 3.5x23mm xience sierra stent delivery system a piece of plastic that is not part of the normal stent structure was noted on the tip of the device. A new device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. Returned device analysis found that the tip of the xience sierra stent delivery system was noted to be peeling. No additional information was provided.